Manufacturer narrative:
Further investigation could not determine a specific root cause as multiple actions were performed during the service visit. Follow up with the customer confirmed the issue was resolved.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and received questionable results for various assays on multiple patient samples and qc material. Of the data provided for 13 patient samples, only the following results for seven patient samples were discrepant. Patient 1 initial digoxin result was 0.256 nmol/l with a data flag and the repeat result was 2.4 nmol/l. Patient 2 initial digoxin result was 0.878 nmol/l and the repeat result was 3.2 nmol/l. Patient 3 initial ferritin result was 163.5 ug/l and the repeat result was 34 ug/l. Patient 4 initial ft4 result was 9.96 pmol/land the repeat result was 21 pmol/l. Patient 5 initial folate result was 2.55 nmol/l and the repeat result was 11.1 nmol/l. Patient 6 initial ft4 result was 16.66 pmol/l and the repeat result was 27 pmol/l. The initial tsh result was 0.821 miu/land the repeat result was 0.57 miu/l. Patient 7 initial ft4 result was 13.73 pmol/l and the repeat result was 23 pmol/l. Except for patient 1, the initial results were reported outside the laboratory. The repeat results were reported afterward. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer performed system cleaning, measuring cell preparations, and ran qc with acceptable results. The field service representative found the teflon was missing from the sipper nozzles. He replaced the sipper nozzles, checked the probes, ran a system volume check, and ran qc which was acceptable.